Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulator was not working, there was nothing coming from the implanted stimulator, and the patient was not feeling anything. The patient tried different programs, increasing the intensity, and turning it off for a bit then turning it back on, but these did not resolve the issue. It was noted that this was a sudden change in therapy/symptoms. The patient first noticed this when she woke up on the morning of (B)(6) 2017. The patient was redirected to follow-up with a healthcare professional for further troubleshooting assistance regarding the loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient stated on (B)(6) 2017 that her stimulator stopped working. This date conflicts with the event previously being reported on (B)(6) 2017. She no longer felt the stimulation sensation on any of her different groups. The patient stated that she had not been doing anything different or out of the ordinary. An impedance check was done and the 8-15 electrodes' impedance values were greater than 10,000 ohms. An x-ray was taken and the leads did not appear to have moved from the original implant. The rep used electrodes 0-7 to reprogram the patient and was successfully able to get coverage in the left leg. However, the patient stated that they were not getting the back of the leg as well as her previous programming. The patient was going to try the new settings and then follow-up with the manufacturer and the physician on 31-jul-2017. The issue was considered resolved as of (B)(6) 2017, and the patient was alive with no injury. No surgical intervention occurred or was planned. The issue occurred during normal use. Additional information was received from the rep. It was reported that a lead revision was scheduled for (B)(6) 2017. The patient stated that she was getting some relief with the other lead but it was not as good as it was before. The patient was also concerned that something was wrong with the stimulator battery as she stated that she was having to turn stimulation up and down in the same position. The patient never had to do that before. It was noted that recharging and communicating with the patient programmer had not been an issue. The rep read the stimulator on (B)(6) 2017, and nothing abnormal was seen.

Manufacturer narrative:
Analysis results of component below were not available at the time of this report. A follow up will be sent when analysis is completed. Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: product type lead: analysis of the lead serial# (B)(4) found all conductors are broken 19.1 cm from the distal end. Conclusion code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.